Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 10 mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.

Event description:
Two subject devices were used during an uncertain procedure. Two subject devices were broken. There was no patient injury reported. Please cross-reference the following report for the another device: 8010047-2014-00821.